Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, metal sensitivity and fluid accumulation around the hip reported.

Manufacturer narrative:
The above combination of devices constitutes an off label application.